Manufacturer narrative:
The cause for the discordant hbc total result is unk. A siemens rep examined the hbc total qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other mfrs' assay for specific hbv serological markers."

Event description:
A pt sample was tested three times for the advia centaur xp hbc total assay. Two out of the three results were negative and one result was positive. The pt was known to be positive by an alternate method (roche modular). The same pt sample was tested on an alternate method (abbott architect) and the result was positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.